Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 appropriately divided 2 branches during harvesting phase. When engaging the 3rd it was noted that the generator stopped beeping after the 2 beep and the current was interrupted to accomplish branch division. The harvester is experienced and is familiar with the overheating procedure. The amount of activation time was minimal since it was at the very beginning of the branch division and overheating should not have occurred. The overheating procedure was followed and upon completion branch division was again attempted. The hemopro performed normally on the next branch. The above noted dysfunction of the hemopro device occurred again on the next branch. A new hemopro 2 was opened and functioned normally and case was completed without any further issues. There were no patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 2/19/2024. An investigation was conducted on 02/20/2024. The device was returned with tw 978199. Signs of clinical use and evidence of blood and charred material were observed. The heater wire was observed to be slightly flexed away from the base of the hot jaw, which can be attributed to normal clinical use. The clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations, however it did not shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .680 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An engineer evaluation was conducted on 02/28/2024 with the following results: the complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the thumb toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The complaint vh-4000 hemopro2 tool heated up normally. When the thumb toggle on the handle was released, the device remained activated. The thumb toggle had to be manually moved forward to turn off the heating element in the jaws. This is not normal. The complaint vh-4000 hemopro2 tool was cycled on and off an additional twenty times. The complaint vh-4000 hemopro2 tool would intermittently remain active and require the thumb toggle to be manually moved forward to turn off the heating element in the jaws, which is not normal. The handle of the complaint vh-4000 hemopro2 tool was opened to investigate the cause of the device intermittently remaining activated, after the thumb toggle on the handle was released from the on position. The thumb toggle and switch were removed from the handle of the complaint vh-4000 hemopro2 tool. It was observed that the switch lever was bent in an upward direction. Using digital calipers, bmram ID# 12216, the switch's operating point (o.p.) Was measured to be 10.65 mm which is 1.55 mm above the switch's specification nominal o.p. Of 9.10 mm. The 10.65 mm o.p. Measurement was also outside the switch's operating point specification tolerance of 9.10 ± 0.8 mm. Typically, the switch lever has 2-3 mm of travel from its resting position, inside the handle of the vh-4000 hemopro2 tool, before reaching the switch operating point. On this complaint vh-4000 hemopro2 tool, there was approximately 1 mm or less of switch lever travel to reach the switch's operating. It was determined that the upward bend of the switch lever had shifted the normal off position of the thumb toggle. This resulted in intermittently having to manually move the thumb toggle forward to shut-off electrical energy to the heating element in the jaws of the complaint vh-4000 hemopro2 tool. Based on the returned condition of the device, evaluation results, and engineer evaluation, the reported failure "electrical/electronic property problem" was not confirmed, however the analyzed failure "device remains activated" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. A lot history record review was completed for lots 3000359277, 3000357260, 3000354604, the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a